Event description:
An ipp device was implanted on 8/17/95. Info rec'd on 6/9/97 indicates the pt alleges "difficulties with current device, discomfort when sitting down, no success in creating an erection and deflating is almost as difficult."